Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they woke up with blood glucose readings of over 600 mg/dl. Customer stated there was another incidence when the customer's blood glucose reading increased to 500 mg/dl and the customer was vomiting and was forced to revert to manual injections. Customer believes that the issues are not related to manual injections. Customer believes that the issues are not related to the insulin pump, rather an absorption issue. Customer did not seek emergency medical assistance. Customer stated that she takes a break from the insulin pump and when she goes back everything is fine. No further information reported.